Event description:
It was reported the devices were used during a laparoscopic cholecystectomy procedure. It was reported the edges of the jaws were not aligned on two el314 devices and the clips would sometimes scissor and were not secure on the vessels. It was reported the clips would also fall out of the jaws while inserting through the trocar. A third el314 was opened to complete the procedure. There was no consequence to the pt.

Manufacturer narrative:
Tracking# 49994.